Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the procedure during device preparation, the protective sheath and stylet could not be removed from the 3.5x15 nc trek rx dilatation catheter. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.